Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified unknown coronary artery that is 90% stenosed. A 3.50x23mm xience skypoint drug-eluting stent (des) was deployed. During removal, resistance was felt with anatomy and the guide catheter as it was observed that the des balloon lost its shape after deflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional analysis were performed on the returned device. The reported failure to fold was confirmed. The reported difficult to remove with guiding catheter could not be tested due to the device condition. The reported difficult to remove from anatomy could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. It was reported that the stent delivery system (sds) had been deployed. However, during removal resistance was encountered with the anatomy and the guide catheter, as it was observed that the balloon had lost its shape after deflation. Analysis of the returned device confirmed the reported failure to fold and noted kinks on the shaft. Factors that may contribute to balloon refolding issues include, but not limited to, a large balloon profile, inadequate pressure, deflation technique, damage to the shaft, saline mixture, or damage to the balloon. In this case it is possible that the noted kinks on the shaft impacted deflation resulting in difficulty in balloon refolding. Additionally, a balloon that has not fully refolded would have reduced clearance with the guide catheter and anatomy. In this case, it is possible that the failure to fold and noted kinks contributed to the reported resistance with the guide catheter and anatomy during removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.